Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.1ua, the criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (same batch of this reported strip, lot number: d160127-2). The control solution tests for level low are 52/49 mg/dl, for level high are 235/240 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Because patient did not return strips, and according to our manufacturing record, this strip lot #d160127-2 was manufactured on 01/27/2016 and expired in 01/2018. Ok biotech received 1 complaint from same manufacturing batch of strips on dec. 05, 2016 because of absorbance speed slow after applied blood into strip. But the complaint of this initial report was for high reading, which was not related to absorbance problem. We are unable to confirm the complaint because device was check and found within our specification and no returned strip from patient, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 between 5:00 - 6:00pm after receiving a high reading of 596 mg/dl from the prodigy diabetes glucose meter. The end user was experiencing frequent urination, confusion and lethargic. The end user went to the ER and upon arrival his blood glucose reading was close to 500 mg/dl. He was admitted to the hospital for a length of four days. To lower his glucose levels insulin and IV fluids were administered along with magnesium. Upon discharge his blood glucose was 170 mg/dl and he was instructed to follow-up with his pcp and maintain a clear chart of his blood glucose readings. No further details were provided.